Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device, used in treatment, was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. N should additional information be provided, this complaint will be re-assessed. The risk management documentation was reviewed and found to contain this failure mode within the risk file, no updates are required. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the complaint and manufacturing records was performed and there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Event description:
It was reported that during a meniscal repair case the novoswitch suture did not pass thought the meniscal, a second cartidge was used in the same novoswitch and the same issue happened. They use a ultra fast-fix in order to repair the horizontal tear in the meniscus. The procedure was completed without a significant delay. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.